Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was showing low impedances, causing the ipg to be unable to go into MRI mode. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.